Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system declared code 1005 indicative of an open circuit condition during commanded shock delivery performed for a device changeout. Technical services (ts) was consulted and recommended evaluation the system. The crt-d was explanted and successfully replaced. The rv lead was surgically abandoned. No additional adverse patient effects were reported.